Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as infection occurred after first year post op. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent partial knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2014 for an unknown reason. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.